Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was disposed of, a device analysis could not be completed. However, the home patient reported reconnecting supply bags after disconnecting the bags. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused supplies during peritoneal dialysis therapy. The patient stated that when they changed their cassette they reconnected the same solution bag to the new cassette. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.